Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. Reported issue of bands failed to deploy. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on november 10, 2015 that a speedband superview super 7 device was used during a multiple band ligation procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the first ligation band failed to deploy and the second band was difficult to deploy. The procedure was completed with another speedband superview super 7 device. No patient complications were reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Device analysis: received one speedband superview super 7 device with original product label upn m00542250 lot 18156792 for analysis. Residue was present on the device indicating use or handling. A visual examination of the device all bands were deployed and not returned. There was no issue with the ligator head teeth. The adaptor ring was noted to be torn. It was observed that the suture was unbroken and attached to the trip wire loop. It was also noted that the trip wire was not secured in the handle slot and the slot did not present any evidence of previous securing of the trip wire. A functional evaluation of the handle was performed by turning the handle knob at 180 degrees, indents were felt, an audible click was heard, and no issue was noted with the handle assembly. Based on the evaluation of the returned device, it appears that the user did not properly tighten and secure the trip wire during device set-up, as instructed in the dfu. Failure to properly tighten and secure the trip wire most likely impacted the timing of band deployment and contributed to the complaint event. Therefore, the most probable root cause classification is user error. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a speedband superview super 7 device was used during a multiple band ligation procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the first ligation band failed to deploy and the second band was difficult to deploy. The procedure was completed with another speedband superview super 7 device. No patient complications were reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Additional information received on december 10, 2015. It was also reported that the speedband superview super 7 device was used in the esophagus.

Event description:
It was reported to boston scientific corporation on november 10, 2015 that a speedband superview super 7 device was used during a multiple band ligation procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the first ligation band failed to deploy and the second band was difficult to deploy. The procedure was completed with another speedband superview super 7 device. No patient complications were reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Additional information received on december 10, 2015. It was also reported that the speedband superview super 7 device was used in the esophagus.